Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown sensor issue occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration. In addition signal loss over one hour was found. The probable cause of the signal loss was determined to be the patient closed the mobile app. The reported event of an unknown sensor issue is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.